Event description:
It was reported revision surgery. Prosthesis removed because of dislocation and consequently changed to a different cup. Cup had been in for 6 weeks. Surgeon request "if the bone is growing into the device".